Event description:
Additional information was received. The make of the non-medtronic catheter is the meinuo minimally invasive; the model is unknown.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis: as found condition: the solitaire fr 6-30 stent device was returned for analysis, still within its introducer sheath, inside a dispenser coil, inside an open solitaire fr inner pouch, inside a sealed biohazard bag, and inside a shipping box. The reported non-medtronic catheter was not returned with the solitaire fr stent. Additionally, the catheter¿s model and size were not reported; therefore, catheter-related contributions, including compatibility, could not be determined. Damaged location details: the solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The introducer sheath was in good condition. The stent¿s working and non-working length struts were damaged. No irregularities were found outside the proximal marker. The marker coil was in good condition. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery¿, ¿resistance during retrieval/re-sheathing¿, and ¿teardrop strut damage/broken¿ reports were confirmed, as the returned solitaire fr 6-30 stent device was damaged at the teardrop struts and the working length struts. The damage likely occurred when the customer advanced/retrieved the solitaire fr 6-30 stent device through the reported non-medtronic catheter against resistance. Possible causes of resistance include an incompatible/damaged catheter, vessel tortuosity, burrs, bumps, kinks, or other damage to the stent or pusher wire, the user not maintaining the correct flush rate, and a lack of continuous saline/heparinized saline flush during the procedure. In this event, the customer stated that no damage was observed on the non-medtronic catheter, the vessel tortuosity was moderate, and a continuous saline flush was administered and maintained, ruling out a damaged catheter, vessel tortuosity, and a lack of continuous saline/heparinized saline flush during the procedure as possible causes. Therefore, an incompatible catheter, burrs, bumps, kinks, or other damage to the stent or pusher wire, and the user not maintaining the correct flush rate, could have contributed to the reported resistance. However, the cause of the resistance could not be determined. Since the non-medtronic catheter was not returned, and the model and size were not reported, any catheter-related contributions could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received. H6: updated codes to reflect additional information and device return status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was encountered during delivery and during retrieval in the distal end of the catheter. The cause of the event was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage to the catheter observed. The catheter was a non-medtronic product.

Event description:
It was reported that during a thrombectomy procedure for ischemic stroke, the solitaire fr stent was used for clot retrieval. After one pass at the lesion site, the vessel was not recanalized. Upon removal of the stent, deformation was observed at the detachment point, and resistance was encountered during the procedure. Stent damage at the detachment point was identified. The stent was replaced and the procedure was completed. All devices were prepared and used according to the instructions for use. No patient complications have been reported as a result of this event. The patient's vessel tortuosity was moderate. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis: ¿drawing(s) referenced: n/a ¿as found condition: the solitaire fr stent device was returned for analysis, still within its introducer sheath, inside a dispenser coil, inside an open solitaire fr inner pouch, inside a sealed biohazard bag, and inside a shipping box. The reported non-medtronic (meinuo minimally invasive) catheter was not returned with the solitaire fr stent. ¿damaged location details: the solitaire fr stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The introducer sheath was in good condition. The stent¿s working and non-working length struts were damaged (kinked). No irregularities were found outside the proximal marker. The marker coil was in good condition. ¿testing/analysis: due to its damaged condition, the returned solitaire fr stent device could not be used for in-house resistance testing. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ and ¿teardrop strut damage/broken¿ reports were confirmed, as the returned solitaire fr stent device was damaged (kinked) at the non-working length teardrop struts and the working length struts. The damage (kinked) to the solitaire fr stent could have occurred when the customer advanced/retrieved the solitaire fr stent device through the reported non-medtronic (meinuo minimally invasive) catheter against resistance. However, the cause could not be determined. Possible causes of resistance include, but are not limited to, an incompatible/damaged catheter, patient vessel tortuosity, the user not maintaining the correct flush rate, a rotating hemostatic valve (rhv) loosening during delivery, or a lack of continuous saline/heparinized saline flush during the procedure. In this event, the customer stated that no damage was observed on the non-medtronic (meinuo minimally invasive) catheter, and that the inner diameter (ID) of the catheter was labeled as 0.027 inches, which is compatible with the returned solitaire fr stent device. The vessel tortuosity was reported as moderate, and a continuous saline flush was administered and maintained, which rules out an incompatible/damaged catheter, patient vessel tortuosity, and a lack of continuous saline/heparinized saline flush during the procedure as potential causes. Therefore, the user not maintaining the correct flush rate or a rotating hemostatic valve (rhv) loosening during delivery could have contributed to the reported resistance. However, the cause of the reported resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.